Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 124 mg/dl (aviva system 1) and 65 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. (B)(4). The strips that were received were aviva and not aviva plus strips and therefore cannot be associated with this complaint. The lot number was changed back to asku.